Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had minor scratches on the lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery during a bolus. Customer's blood glucose was 334 mg/dl but was 170 mg/dl when issues started in the morning. Customer then stated that at the site the customer was feeling pain. Troubleshooting was performed on the insulin pump and insulin exited when a fixed prime into the air was performed. Customer from their declined further troubleshooting and stated she will change out the infusion set and reservoir. Customer also mentioned the screen was difficult to read because it had scratches. Customer was then advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.